Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(6) that the patient had an unspecified bsc device implanted. The patient experienced "major" pain for 3 weeks and then underwent surgery to have the device removed. Boston scientific has requested additional information, but it has not been received at this time.